Event description:
It was reported that the patient presented for a device change-out procedure. During the procedure, the set screw of the pacemaker was unable to be loosen. No intervention was performed, and the physician decided to abandon the case. The patient was in stable condition.